Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received motor errors when doing a bolus delivery. The customer also reported that the insulin pump had turned off on its own. Customer declined to troubleshoot for the high blood glucose, motor error and blank display. The customer treated high blood glucose with bolus. No harm requiring medical intervention was reported. The device will not be returned for analysis.